Event description:
Wire guide was placed in the artery tree in the pelvis area. When attempting to place the artery line, the straight end of the wire got caught in the artery and tore the vessel. The physician had to intervene to stop the bleeding. Planned procedure was cancelled and rescheduled. However, it was determined that there would not be any long lasting effects to the patient as a result.